Event description:
On 02/07/2022, during preventive maintenance, the returned loaner autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR " error message. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed functional testing and displayed a "system error, out of service, revert to manual CPR" error message. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in january 2012 and is more than 10 years old, beyond the expected service life of 5 years. The defective processor board needs to be replaced to remedy the fault. In addition, during further testing, the platform failed the load cell characterization test. The root cause for the observed failure was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. The load cell modules need to be replaced to remedy the fault. During visual inspection of the autopulse platform, the front enclosure was found to be cracked. The root cause was likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed issue. Also, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is characteristic of normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. The platform archive data could not be downloaded as a result of a defective processor board. Waiting for repair approval. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).